Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device would run forward but would not run in reverse. However, since the investigation is still in-progress, the assignable root cause could not be determined at this time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the electric pen drive device had no power. During in-house engineering evaluation, it was determined that the device would run only in forward mode and would not run in reverse mode. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.